Manufacturer narrative:
Examination of the reported device(s) was not possible as they were not returned. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Primary operative notes were reviewed but could not confirm the reported event. The investigation can draw no conclusions or identify root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient underwent a closed reduction procedure approximately two (2) weeks post-implantation due to dislocation of the shoulder prosthesis. Pain, clicking, and inability to move arm were additionally reported as a result. No further information available.